Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If additional event information is received, a supplemental report will be file. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a second valve was successfully im planted (valve in valve) due to moderate paravalvular leak on the first valve. One day post implant, the patient expired. The physician, reported the cause of death was due to the patient's previous serious medical conditions and that the death was not related to the valve or its function nor was there any allegation that the valve contributed to the patient's death.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, part of the handle and distal tip were damaged. The handle was intact. The micro control retracted and advanced without difficulty but not the capsule. The macro control moved to fully advance and retracted positions and locked in place when released however, the capsule would not actuate. The tip retraction mechanism was intact. The screw gear snap fit was disconnected with the flush hub hex support and middle member exposed. The micro control was used to retract the handle to the maximum distance. A large kink on the exposed middle member at the flush hub hex support transition was noted. The distal tip of the capsule was seated flush against the tip ledger when fully advanced. The capsule was slightly bent or bowed. Several tiny white voids over the nitinol reinforcing spring were along the proximal end of the capsule. A tiny section of the distal tip had been removed. Conclusion: no conclusion can be reported at this time. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.